Event description:
Boston scientific received information that seven months ago it was reported by an health care professional (hcp) that this patient's atrial lead was exhibiting poor sensing. At that time, the physician had elected to keep the lead in service. Now, new information has been received indicating the lead had dislodged into the patient's superior vena cava and was ineffective for pacing. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should additional information become available, this reporte will be updated.